Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient will be having her vns explanted. Per the medical assistant at the physician's office, the patient has not been using her device and when she did, it was causing her discomfort. Additional information was received that the patient's device was disabled. No other relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
Additional information was received noting that the patient has been scheduled for a battery replacement, not an explant. Per the physician, the patient had discomfort and felt a shocking sensation during stimulation and the device had been disabled for 1 month. The patient's implant card was later received, noting she underwent a battery replacement procedure due to battery depletion. The suspect device has not bee received to date. No other relevant information has been received to date.

Event description:
Additional information was received that the explanted device has been discarded and is unavailable for return. No other relevant information has been received to date.